Event description:
While turning over for a total knee, we opened a total knee pack. After opening some instruments onto the table, as well as all needed supplies for the case there was a long red hair found at the bottom of the pack, underneath all of the included supplies. Everything had to be repulled and reopened for the case. Reorder# (B)(4). Pack lot #25bu811.